Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported loss of interrogation was not was confirmed in the laboratory. The device was received in back up reset due to a power on reset. The device was tested on the bench, using automated test equipment and test measurement, and was found to have damage to the high voltage output circuit. Analysis of the device found the high voltage output circuitry damage and aborted charges. The por and output circuit damage found were consistent with the use of high voltage energy transferred through the damaged lead. (B)(4).

Event description:
It was reported that at device change-out, the device could not be interrogated. Device failed dft testing. Low impedance was observed. The device was not implanted.